Manufacturer narrative:
A valve-in-valve intervention was reportedly performed due to regurgitation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 23 mm epic tissue valve was implanted. On (B)(6) 2019, it was reported that the valve was replaced via a transcatheter aortic valve in surgical aortic valve procedure with a 23 mm portico valve (serial number: (B)(4)) due to aortic regurgitation. The patient was reported to be stable.